Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having continuous low flows due to their small left ventricle cavity and the placement of inflow cannula. A low flow software was requested to decrease the alarm threshold to 2.0. The patient returned to the or on the same day as implant for cannula repositioning after experiencing the frequent low flows. The patient was sedated so it was unable to determine if they were symptomatic, and log files were not downloaded in the or. They attempted to reposition the inflow cannula by securing to the ribs, but it was unsuccessful. It was repositioned by using a 30 mm dacron graft to the apical cuff and inflow cannula base. Heartmate 3 parameters were speed 5200 rpms, flow 2.6 lpm, pi 6.8, and power 3.8 watts. The second cardiopulmonary bypass time was 119 minutes. The low flow alarms were resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported inflow cannula malposition could not be confirmed through this evaluation as no computed tomography images were provided for review. Further, the reported low flow alarms were confirmed through the onsite evaluation by an abbott technical service representative. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported small left ventricle cavity could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Following software upgrades, the hm3 lvas pocket guides to alarms for patients, and clinicians, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 5 of the IFU, "surgical procedures", provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, "patient care and management", lists hypovolemia as a potential late postimplant complication. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.